Manufacturer narrative:
The report is filed october 27th, 2015.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to non use of the device.